Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that a patient reported with an atrial lead that exhibited loss of capture at maximum output. Upon viewing the lead via fluoroscopy, it was noticed that there was no slack in the lead at all. The lead was capped and replaced on (B)(6) 2019. Patient was stable.